Event description:
Reporter indicated that patient had developed an infection at the neck site and the site had to be resutured. It was reported that the sutures were removed and the patient is scheduled for a follow-up visit with neurosurgeon to assess whether or not explant is required.